Event description:
It was reported that the povidone iodine pouch was found to be torn and leaked upon opening the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. The reported failure was able to be reproduced. The product was used in urological care. The evaluation found a tear on the povidone iodine (pvi) packet which caused the leakage. The exact cause of how and when the problem was occurred could not be determined. The product had caused the reported failure. A potential root cause for this failure mode could be due to a defect contributed by the supplier or user related (rough handling of device). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions for use] 1. Method of use the device is intended for single use only and is not reusable. 2. Precautions for use 1) to secure a sterile field for the procedure, spread a clean wrapping paper. 2) place waterproof sheet beneath patient¿s buttocks. 3) put on sterile gloves. Open tray and place it on the wrapping paper. 4) cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the povidone iodine pouch was found to be torn and leaked when the package was opened.